Event description:
Pt, status post pdl implantation, returned to office visit and an x-ray revealed implant migration. Surgeon is scheduling hardware removal. This is the second of three reports for this event.

Manufacturer narrative:
Synthes is unable to provide the date of MFR as no part/lot # was provided and the device has not been returned. The investigation could not be completed, no conclusion could be drawn, as no part/lot # was provided and the device was not returned.